Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested but not yet received. Per additional info received, the pt has experienced a pinnacle procedure, which is bilateral sacral ligament fixation, paravaginal repair and enterocele repair with permanent synthetic mesh, and a retropubic sling plasty procedure, and cystourethroscopy for the preoperative diagnosis of posthysterectomy vaginal prolapse with cystocele, rectocele, and enterocele, and urodynamics stress incontinence with normal pressure urethra. Associated MDR: 1018233-2013-01226.

Manufacturer narrative:
The sample was not returned. The lot number is unk therefore the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection / too much tension placed on the implant. Perforation or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced acute cystitis, caruncle and urethral polyp causing pain, recurrent urinary tract infections with intermittent urinary retention requiring revision of suburethral sling plasty and urethral polypectomy on (B)(6) 2009, postoperative hip pain, dysuria, nocturia, frequency, granulation tissue to urethra, urethral mass, persistent urinary retention status post suburethral sling procedure and mesh exposure status post anterior mesh procedure requiring release of the suburethral sling with cystoscopy and removal of exposed mesh on (B)(6) 2011, followed by microscopic hematuria, abdominal pain, frequency, flank pain and questionable mesh present in the vagina.